Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the rep was getting settings not available and out or regulation (oor). The rep interrogated the device and electrodes 8, 10, 11 showed they could be ¿bad.¿ the patient was programmed to use electrodes 8 and 11 and these settings had been working for the patient for a long time up until electrode 11 went bad. No trauma was reported by the patient. The rep reprogrammed patient off electrode 11 and she is now using 9 and 10. The rep was able to turn intensity up via tablet. He ended session and tested with patient¿s controller and was getting settings cannot be achieved. The rep interrogated again and verified that while 8,10, 11 may be bad, only 11 was showing out. The rep stated that when he first interrogated in the first session he could turn it up to 8.2 ma (moderate level) was able to go to 8.9 ma but this was hitting overstimulation category. The rep brought patient back down to 8.2 ma with no oor and ended session. They tested with patient controller and received error message. The rep interrogated patient again and received oor. Reference 0 electrode impedance: 8 - 800, 9 - 640, 10 ¿ 840, 11 - redx 40,000. Ref 8 electrode 9: 940 ohms, 10: 1040 ohms. Ref 9 - electrode 10: 990 ohms. Ref 10 - elect 9: 990 ohms. The caller was walked through maximizing system performance by setting pulse width to 200 us, 0.0 ma, and slowly increasing amplitude to perception. Perception was reach at 7.4 ma and waited a few minutes and received oor. The rep then reprogrammed using a double guarded cathode and increase until perception. Caller used electrodes 8, 9, 10, 12 (+--+) and perception at 7.6 ma. Went up to 9.0 ma with no oor and is backed down to 8.2. Caller ended session and tested on the patient controller and was able to increase amplitude up 9.0 ma with no error messages. It was subsequently reported that the patient was seeing ¿settings not available¿ again and could not go above 4.6 ma. The patient was left with only 1 group last week and with 200 pw and 800 rate; ins was at 80%. It was suggested to have the patient charge to 100% to see if that will allow them to increase intensity higher and then meet with patient to check impedances and possibly lower rate as high settings can lead to oor. It was reviewed that this could be normal limitation of device given the patient¿s settings and impedances. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they reprogrammed around the lead that was oor. No further complications were reported or anticipated.